Manufacturer narrative:
Account returned call advising he replaced junction board, pacm board and reconnected a loose wire. Intellidrive functions properly and bed is back in service.

Event description:
Account alleged that the intellidrive will drive backwards. No injuries.